Manufacturer narrative:
Evaluation summary: complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) it was exchanged due to a refractive miss and the patient doesn't see well. Additional information was requested.